Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that intra-op, the pituitary tip, broke off into the patient during surgery. Distraction and removal of hardware was required to retrieve the broken piece. All other items were damaged/bent during the retrieval process. All the products came in contact with the patient.